Event description:
The reporter indicated the surgeon implanted a 11.5mm icm115v4 implantable collamer lens in the patient's left eye (os) on (B)(6) 2009. The lens was explanted on (B)(6) 2012 due to low vaulting and an anterior subcapsular opacity, which was noted on (B)(6) 2012. Cataract surgery was performed and an iol was implanted. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
(B)(4).